Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an nc trek dilatation catheter was advanced to the right coronary artery (rca), previously stented site, without issue. Dilatation was attempted, however the balloon failed to inflate. There was no inflation at all. The device was removed from the patients anatomy without issue and another device was used in replacement. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.